Event description:
After obtaining the blood sample the needle was inserted into the gel filled sheath. After applying digital pressure to the puncture site the needle and sheath were removed and replaced with luer tip cap. While attempting to place the gel filled sheath in the sharps container the device was somehow deflected causing it to fall off. Which resulted in the clinician sustaining a needle prick in the palm of their hand.